Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2013. Revision procedure was performed on (B)(6), 2013 due to a loose stem. No further information has been received.